Event description:
It was reported the patient was losing the efficiency boxes while charging his implantable neurostimulator (ins). It would drop from all 8 boxes to none. The ins was still taking a charge when this happened, but it was not as efficient as it could be. The issue had been ongoing since the patient has had the unit. No symptoms reported. Additional information received reported analysis of the device found no anomaly. The complaint was unverified and the device ¿test ok.¿ the patient received a replacement recharger (insr) and was still having coupling problems. It was noted he was sent a new one and now it was not working. When he got it, he had full bars and charged it up, and then recently it would start on full bars and then all of a sudden just quit. The first time this happened was a couple weeks ago. When the patient put it on, it started pulsating, but it got no bars, so the patient to see a manufacturer representative (rep) to see if it was something he was doing wrong, or if it was buried too low. The patient was frustrated to have it in the same place and ¿tightness¿ and have no bars. Additional information received reported the patient still had concerns with their device or therapy but was working with the physician or manufacturer representative. The patient had just contacted the physician but had ¿no (indecipherable) yet.¿ the patient reported again on (B)(6) 2015 that the patient was still having difficulties recharging. The patient wanted a tattoo around their implant so they knew where to place the charging antenna. They had met with their manufacturer representative in (B)(6) because they were having difficulty charging the device. At the time of the call the physician assistant was able to help the patient find a location to place the antenna and the patient was able to get 8 coupling bars. A circle on the patient skin was drawn to assist in finding the antenna location. On (B)(6) 2015, the patient stated they were constantly having problems with their recharger. The patient had problems from the beginning even before a new recharger was sent. They could put the recharger on get all eight boxes shaded then shortly after that they would go away without the patient even moving. They had to constantly be messing with it. The recharger worked better over a light shirt. When they had a light t-shirt on they immediately got all boxes shaded and stayed in exactly the same spot then they would go away. They could feel a big lump in their back so it was not hard to find the ins. The last time they met with their manufacturer representative in the office they got full bars and went home, put the recharger antenna in the same spot and the bars went away. They had the belt as tight as it could go, the turned the dial and it did not seem to help with the coupling boxes. The patient was able to get all and maintain eight coupling boxes during the report and while getting up and walking around. The patient did not have their cell phone by them during the call and usually did. On (B)(6) 2015, it was further reported that moving away from the cell phone helped with the patients recharging issues. The patient stated that when he was away from the cellphone he had full bars on the recharger. He was able to move around while charging and not lose the bars. The patient had charged last night and got almost full bars when he was away from the cellphone. The follow up was considered complete.

Event description:
Additional information received reported that the patient has had difficulty with recharging since the very beginning. The patient gets 8 coupling boxes filled but would go away within 3 minutes and they had not even moved. The patient received a replacement which had helped for a while but then they started loosing coupling boxes again. It was reported that maintaining the antenna over the implantable neurostimulator (ins) was difficult. The patient reported to recharge in their chair. They reported that they have high body heat and perspires quite a bit. There was an implantable neurostimulator recharger (insr) issue maintaining coupling. Relevant medical history includes cervical/neck and spinal pain.

Event description:
Additional information was received on (B)(6) 2015 noting that there were coupling problems. The patient had discovered they could not put the antenna over the bare skin, the antenna could not be over polyester only cotton, the patient could not be anywhere near their cell phone, they were able to get better coupling when they did these things. The patient had problems with recharging since implant. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that replacement of the belt resolved the difficulty recharging and poor coupling. The patient noted that with the new antenna and belt, he got full bars until he was fully charged.

Event description:
Additional information received reported that the patient would be charging and have 8 bars and then suddenly would go down to 2 or 0 bars. The patient continues to keep charged. The cause of the issue was not known. No symptoms were reported. Relevant medical history includes cervical/neck and spinal pain.

Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97754, product type: recharger. (B)(4).